Event description:
On (B)(6) 2019 an i.v. Station device mislabeled a syringe preparation. Several preparations came out of the device without a label, followed by a preparation labeled with the wrong information, as the label was intended for a different drug preparation. The unlabeled and mislabeled preparations were identified and discarded, and as such there is no adverse patient effect. The device was removed from service pending investigation. However, if these preparations were used, it could result in serious injury and/or death.